Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. 910514) inserted for female sterilisation. The patient's medical history included uterine bleeding, morbid obesity, anemia, caesarean section, endometrial ablation and tonsillectomy & adenoidectomy. Family history included neoplasm malignant (malignant neoplasm(maternal grandfather-prostate cancer), heart disease, unspecified (cardiac disease{father-heart attack paternal grandmother-heart attack)) and diabetes mellitus ((paternal grandmother)). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: left fallopian tube with approximately two rings , right again with about three to four rings. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received. New reporter,date of birth, medical history, lot number added. Previously reported event "medical device removal" updated to "abnormal uterine bleeding", event " oophorectomy" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('device removal') and oophorectomy ('oophorectomy'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc. Seriousness criteria added to oophorectomy. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.